Event description:
It was reported that there was an issue with the incorrect time display on the customer's device, and the caller did not know the reason for the time discrepancy. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in updating the pump time and advised monitoring the situation while suggesting a follow-up if the discrepancy persisted.